Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The quality controls were within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed a total service visit. Service methods testing was run and passed. Vacuum, drains and photometer were operational. The systems check passed with no errors. Quality controls were run and samples were run in duplicate and passed. The cse replaced the vacuum switch sensor and checked for leaks and kinked tubing. A clog was detected and the aliquot probe drain overflowed. The customer stated the vanc sample was cloudy and dark. The cause of the discordant vanc results is unknown but was potentially caused by sample integrity or sample aspiration issues. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
Two discordant, falsely low vancomycin (vanc) results were obtained on a dimension vista 1500 instrument. The initial discordant result was reported to the physician(s). The sample was repeated on the same instrument and an alternate dimension vista instrument, resulting higher. The repeat result of 17.4 ug/ml was reported to the physician(s) as a corrected result. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vanc results.